Event description:
It was reported that this pacemaker displayed safety mode. A few months ago this pacemaker showed ten months remaining. Ultimately, this pacemaker was explanted and replaced with a new device which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.